Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney cancer. Medical intervention was not specified. A serial number only was provided: (B)(6). Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2001, z-1973-2001, and z-1974-2001. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.